Event description:
This complaint originates from a poster presentation that was presented at a cardiology conference. The physician reports a total of 11 stent fracture cases involving cypher stents. There is no information is available at this time. This report represents one event.

Manufacturer narrative:
The product is not available for analysis. Additional information will be submitted within thirty days upon receipt.